Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens is investigating the issue.

Event description:
A discordant, falsely elevated creatinine_2 (cre2) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate instrument at another laboratory and on an alternate advia chemistry instrument at the same laboratory, resulting lower than the initial result and matching one another. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cre2 result.

Manufacturer narrative:
The initial MDR 2432235-2016-00681 was filed on november 4, 2016. Additional information (12/05/2016): a siemens headquarter support center (hsc) reviewed the data related to this event. The reaction curve of the initial result show an elevated sample and reaction, indicating possible sample contamination or a dilution issue. Reaction curves were not available for the repeat testing. The sample in question screened negative for hemolysis, icterus or lipemia. The quality controls were within the range on the day of the event. The cause of the discordant, falsely elevated cre2 result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.